Event description:
Materials#: 515056 batch#: unknown. It was reported by the customer that the product is leaking after they attach the product together. Verbatim: rcc received a complaint via phone. Pir attached. The product is leaking after they attach the product together. 515064, 515056, 515079. Per follow up with rep: we have been to this clinic and worked with them on proper use of phaseal optima. They were not using it correctly so it is not a product issue. The customer was attaching the optima connector to the optima injector before adding the needle. This opened up the system where the drug could begin flowing through the pieces. Our team trained the staff on proper usage moving forward.

Manufacturer narrative:
Pr (B)(4) follow up MDR for additional information/evaluation: per sales rep, we have been to this clinic and worked with them on proper use of phaseal optima. They were not using it correctly so it is not a product issue. The customer was attaching the optima connector to the optima injector before adding the needle. This opened up the system where the drug could begin flowing through the pieces. Our team trained the staff on proper usage moving forward.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Materials#: 515056 batch#: unknown. It was reported by the customer that the product is leaking after they attach the product together. Verbatim: rcc received a complaint via phone. Pir attached. The product is leaking after they attach the product together. 515064 515056 515979.